Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient never had therapeutic effect. The patient didn¿t use her stimulator very often because it didn¿t help that much anyway. The stimulation didn¿t help with back pain, but it did help the legs. The patient was implanted with the hope that the stimulation would help with the back pain, but it just hadn¿t. The patient had to go get radiofrequency ablation and injection for her pain. The patient also always had troubles charging her ins. She didn¿t have time in her life to charge every four days. The patient wished she would have gone with the non-rechargeable battery instead, but it was noted that they didn¿t even bring up the choice until five minutes before the patient¿s surgery. The issues occurred since implant. She had to use the adhesive discs and each time she used them it ripped her skin and hurt. The patient noted that the adhesive discs worked well to keep the antenna in place. The adhesive disc issue occurred since (B)(6) 2015. A communication problem was reported; the patient only saw the reposition antenna screen. The last time the patient recharged was in (B)(6) 2015. The patient saw poor communication on the patient programmer as well. An ins overdischarge was suspected. This issue began in (B)(6) 2015. Additional information was received from the patient. It was reported that the patient had not charged up on time so it would not charge up again. The patient stated that she had done it twice and that she had to go through some big deal thing to get it going again so she said forget it. The patient initially stated that overdischarge had occurred twice, but later stated that, to her knowledge, it had occurred only once because this was the same issue as when the patient called into the manufacturer¿s patient services on (B)(6) 2015. It was noted that the device did not help the patient that much. The patient had been trying to get an MRI for an unrelated condition, but since she had not charged, there was no way to prove her eligibility and she could not get the MRI. They would not do the MRI and the patient could not use the patient programmer because the device had been shut down for years now. The patient was a week late charging and it happened one other time. The patient did not do anything about it since the device never helped her anyway. The patient could not charge or do anything. The patient reported that the last time she recharged was about a year or more prior to (B)(6) 2017. This was also when the patient last felt stimulation. The patient noted that she called the manufacturer about a year ago referring to the call on (B)(6) 2015. It was noted that the patient would not see the managing physician again and that she had all these problems. The patient noted that she did not know she was only allowed two overdischarges. The patient mentioned potential lawsuits against everyone. It was noted that the surgeon came in five minutes before the implant surgery and asked the patient what type of battery she would prefer. The patient stated that she need time to think about it and said that she would go with the rechargeable battery because the healthcare professional said she only had to charge once a week. The patient stated that it was not once a week, and that it could be every three days. The patient had been very angry ever since. The patient was not informed about overdischarge. The patient never went through any steps to get it fixed, and she was going to have the device taken out. From the very beginning, the implant never helped at all. It did not help her back at all like they said it would. It was noted that the patient kept charging and doing what she was supposed to do. It was also noted that the healthcare professional only did a three-day trial and other doctors said that they did the trail for at least ten days.